Event description:
A customer contacted beckman coulter regarding erroneous rbc, hemoglobin (hgb), and hematocrit (hct) results generated by the coulter hmx hematology analyzer with autolader. Per customer, on 04/07/06 a cross-match specimen was collected from a patient and tested for cbc. Rbc, hgb and hct results were higher when compared with results obtained a day earlier; the customer re-tested the patient sample and the rebc hgb and hct results were in the same range as in the 1st run of 04/07/06; an hour later, the customer collected a fresh sample for the patient and tested for cbc; rhe rbc, hgb and hct results were totally different, but closely mathced results from 1 day before; the sample was re-tested and rbc, hgb, and hct repeated results mathced the results from event date. For the actual rbc, hgb, and hct results please see b6. Baed on available information, there was no affect to patient treatment.